Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling sl balloon catheter. Microscopic examination revealed a pinhole with scratch 6cm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that a cut was found in the balloon. The target lesion was located in the clacified anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use to dilate the lesion. After the balloon was flushed, it was introduced into the vessel and was advanced until it reached to the correct position. However, during inflation, the balloon did not inflate. The device was removed from the patient's body. Upon checking, a cut was found in the balloon. The device was replaced with another 3.0mm x 150mm x 150cm sterling sl balloon catheter and completed the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a cut was found in the balloon. The target lesion was located in the calcified anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use to dilate the lesion. After the balloon was flushed, it was introduced into the vessel and was advanced until it reached to the correct position. However, during inflation, the balloon did not inflate. The device was removed from the patient's body. Upon checking, a cut was found in the balloon. The device was replaced with another 3.0mm x 150mm x 150cm sterling sl balloon catheter and completed the procedure. No patient complications were reported and the patient's status was stable.